Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# va23esp025 serial# explanted: (B)(6) 2020 product type lead product ID 977a275 lot# va24vdn010 serial# explanted: (B)(6) 2020 product type lead product ID 37081-40 lot# serial# (B)(6) implanted: explanted: (B)(6) 2020 product type extension product ID 37081-40 lot# serial# (B)(6) explanted: (B)(6) 2020 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. It was also noted that when the lead was explanted the extension was explanted as well.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va23esp025 serial# implanted: explanted: (B)(6) 2020, product type lead product ID 977a275 lot# va24vdn010 serial# implanted: explanted: (B)(6) 2020, product type lead product ID 37081-40 lot# serial# (B)(6),implanted: explanted: (B)(6) 2020, product type extension product ID 37081-40 lot# serial# (B)(6),implanted: explanted: (B)(6) 2020, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) for a clinical study reported a wound infection in the trial lead site. Interventions included medications administered on (B)(6) 2020 and explant of the lead on (B)(6) 2020 where it was disposed of according to biohazard instructions. The event resulted in in-patient hospitalization. The patient reported swelling redness and ooze from the wound on (B)(6) 2020. Surgical observation reported infected pus around the leads when removed on (B)(6) 2020. The event was not related to the device or therapy and possibly related to the implant procedure. They were given antibiotics. The issue remained ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va23esp025, explanted: (B)(6) 2020, product type lead product ID 977a275, lot# va24vdn010, explanted: (B)(6) 2020, product type lead product ID 37081-40, serial# (B)(6), (B)(6) 2020, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the entire system was explanted on (B)(6) 2020..

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative (rep) reporting that the leads and extensions were explanted. The outcome was reported as ongoing.

Manufacturer narrative:
Continuation of d11: product ID: 977a275, lot# va23esp025, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, lot# va24vdn010, explanted: (B)(6) 2020, product type: lead. Product ID: 37081-40, serial# (B)(6), explanted: (B)(6) 2020, product type: extension. Product ID: 37081-40, serial# (B)(6), explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.